Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Chair stopped in the middle of the street and smoke was coming from the controller. Dealer went out, tried a different controller and got a right motor fault.